Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Evaluation results: the customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact.

Event description:
Complainant alleged that during a routine shift check by a clinician, there was no ac power to the device. Complainant indicated that there was no patient involvement in the reported malfunction.